Manufacturer narrative:
(B)(4).

Event description:
It was reported the transmitter didn't last three months. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause is the transmitter failed. No injury or medical intervention was reported.